Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-dilation balloon aortic valvuloplasty (bav) was performed. The patient became hypotensive with aortic insufficiency (ai). The valve was implanted shallow on the non-coronary cusp and the ai persisted. A second valve was implanted improving the ai. The patient arrested, and pulse pressure did not improve. An intra-aortic balloon pump (iabp) was inserted. The patient arrested following the procedure and was reportedly to be neurologically impacted.

Manufacturer narrative:
Additional information was received that severe paravalvular leak (pvl) was noted following the first valve implant. The main component of the system. Other relevant device(s) are: product ID: evolutpro, serial/lot: (B)(4), use by date: 2019-10-06, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.